Manufacturer narrative:
This supplemental report is being submitted to inform correction to the intial MDR submitted. Correction : this report was found to be a duplicate of an event already reported in 3002808148 - 2024 - 10895. Refer to that report for all relevant information on the event. The g3 of the submitted 3002808148 - 2024 - 10895 indicated that it was not a late report as it was submitted on time on nov 8th, 2024.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for an unexpected contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.